Event description:
Patient presented to the physician with pain and swelling in the throat. Physician prescribed steroids and pain medication.

Event description:
Patient presented back to the physician with pain and requested removal of the system. Physician brought the patient into the or and removed the entire system.